Event description:
The patient contacted animas alleging the pump would not power on. The patient reported when she replaced the pump's battery to resolve the issue, she noticed corrosion in the pump's battery compartment. The patient denied any visible damage to the battery cap. It is unknown if there was any visible damage to the pump's casing. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was observed to have a cracked battery compartment; moisture damage was observed inside the battery compartment and on the battery cap. The pump was unable to power on when the battery was inserted. Corrosion was removed from the battery terminal and a test battery was inserted; the pump booted to the verify screen and was exercised for 24 hours without power loss.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.